Event description:
A pt contacted mako regarding pain after receiving partial knee replacement. Pt's pain has increased since surgery. Pt contacted mako for further info regarding the condition. Pt also reported falling in the hospital while trying to walk on the same day of the surgery while the operative leg was still numb.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is still underway, and supplemental report will be submitted if reportable results are obtained.